Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist-battery cap/battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: the pump powered on with the returned battery cap. The battery compartment threads were damaged. There were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. There was no evidence of short battery life observed in the pump's black box, however the alarm history showed multiple low battery warnings. The pump's current draws were within specifications. There was no evidence of additional moisture contamination inside the pump.